Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported external mechanical impact seems likely. However, to determine an exact root casue device investigation of the explanted device would be necessary. No further information has been received despite requested

Event description:
The user fell and hit her head on a tree. Since then she has not been able to hear any sound from the device. An implant check will be scheduled and depending on the outcome re-implantation may be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head on a tree. Since then she has not been able to hear any sound from the device.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported external mechanical impact seems likely. However, to determine an exact root casue device investigation of the explanted device would be necessary. Re-implantation is planned but no date chas been scheduled yet.

Event description:
The user fell and hit her head on a tree. Since then she has not been able to hear any sound from the device.